Event description:
The customer reported there was a leak at the distal tip of the subject device. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found control body (c-body) had a chip and scratch marks but did not restrict brush passage. This report is being submitted for the malfunction found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service observed a leak in the biopsy/instrument channel, and the rubber cover was leaking due to a perforation/cut in the rubber. In addition, the rubber adhesive was cracked, and when the rubber covering was opened, it was observed that the distal end detached from the bending section. The connector was opened, and no moisture was found. The body control unit hand grip was opened, and no moisture was found. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to event: this report was submitted for the following reportable malfunction found during the evaluation; the bending section cover was opened and it was found that the distal end had detached from the bending section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the distal end had detached from the bending section but the cause could not be specified. Olympus will continue to monitor field performance for this device.